Manufacturer narrative:
(B)(4). Implant date: 1992. Concomitant medical product(s): item #: unknown. Unknown head lot #: unknown; item #: unknown. Unknown liner lot #: unknown; item #: unknown. Unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified a periprosthetic fracture of right total hip arthroplasty centered around the femoral stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. The patient had revision surgery on an unknown date for a periprosthetic fracture of the femur. Surgeon decided to revise all components. Attempts have been made and no further information has been provided.